Event description:
Customer initially reported, "the thermometer seem not to have shown a temperature of 40 degrees c (but 37 degrees c). It was not apparent at that time if the patient was impacted by the reported erroneous reading, as the reporting party seemed to know what the patient's temperature should have registered. Clarification was requested and on 07/30/97, co was informed the problem did impact the patient; however, it was not the only problem the patient encountered. The patient reportedly experienced septic shock with loss of consciousness. The patient subsequently expired.

Manufacturer narrative:
Following the incident the biomedical engineer at the hosp checked the product. No problems were noted. The calibration values were ok. The device was then evaluated by an independent firm in france lne per g-med request. All accuracy tests were satisfactory and a copy of the lne test data is a part of this file. Co concludes that there was no product problem. According to co's medical affairs group, the problem of sepsis/septic shock is very serious, but inaccurate temperature readings would not be relevant to the condition of the pt, much less related to his/her death.